Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.5/3.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting; significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was explanted and later on this same date replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as "other" and noted "suggested size of icl based on wtw and acd on your staar website calculator for asian eyes is too large. Should be one size less".